Event description:
It was reported that during a da vinci-assisted liver resection procedure, the rubber component of the universal seal broke and a fragment fell into the patient. The fragment was retrieved during a different procedure. Intuitive surgical, inc. (Isi) followed up to obtain additional information; however, no further details were available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal seal accessory for evaluation. Failure analysis identified a tear in the black rubber duckbill seal. Not all torn pieces were returned with the seal.